Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). The 2.0x15mm apex monorail balloon was used to predilate the lesion and it was noted that there was difficulty crossing the lesion. The balloon ruptured on the first inflation at 4atms. The device was successfully removed and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.